Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. Correction number: 1627487-12192011-003-r.

Event description:
It was reported the pt had no used or charged her ipg for close to a year. The sjm representative met with the pt and was unable to establish communication with the ipg using external devices. The pt met with her physician. Follow up identified the pt was to contact the physician if she wanted to move forward with intervention.